Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 years ago from date manufacturer was made aware.

Event description:
It was reported that the patient was unable to charge the ipg. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively, and the explanted device will not be returned. No device malfunction was suspected.